Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e218. A root cause could not be identified. Based on the investigation results, it is likely that the following caused the malfunction: a component failure in the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video telescope experienced a blackout issue during inspection for use before the patient came into the room. There were no reports of patient involvement.